Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a bolus, but did not observe drop of insulin exit from the end of the infusion set tubing. Blood glucose level was 271 mg/dl. During troubleshooting with tandem technical support, the customer performed the fill tubing step and observed insulin flowing out from the end of the tubing consistently. Insulin delivery was resumed.